Manufacturer narrative:
All buttons function properly on the device, however, moisture damage was found on keypad traces. The device had no button error alarm noted during testing and was received with a minor scratched display window, cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube near reservoir tube window, cracked battery tube threads, and a missing end cap sticker. There was no moisture damage noted inside the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was not performed. The device was returned for analysis.